Event description:
It was reported via repair work order that there was a reduction in brake force and the brakes were unable to engage due to broken caster stems. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.